Event description:
It was reported that the head of the screw broke and was removed with a grasper. Remaining screw was burred and shaved away, or returned in specimen container. Surgeon re-passed the graft and used a 8x25mm rci screw to complete the procedure.

Manufacturer narrative:
One sterile (B)(4) 8x25mm biorci-ha screw returned. The complaint stated: "the head of the screw broke and was removed with a grasper." It was returned quite damaged in shattered fragments. Dimensional inspection verifies that this was an 8mm product. The head is intact but the rest of the product is fractured and distorted from force. The physical condition indicates difficulty with insertion due to pressure/force during attempt to seat the screw. It was relayed that a drill was used to prepare the site. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.